Event description:
It was reported the left ventricular (lv) lead was noted to have variable impedance. The lv lead had a unipolar impedance measurement of 424 ohms with the chronic device, then when checked with the analyzer during a routine device change out the impedance was 467 ohms, but when connected to the new device the lv lead impedance was significantly lower (266 ohms). The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.